Manufacturer narrative:
Abutment and abutment screw replacement surgery performed on a tibia patient due to fractured components. Black secretion was reported as clinical sign. Cause of component fracture cannot be fully established since there is not enough information provided by the treating team.

Event description:
Abutment and abutment screw replacement surgery performed due to fractured components. Black secretion was reported as clinical sign. The procedure took place on (B)(6) 2024.